Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the occlusions occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. Customer reverted to an alternate method of insulin therapy.